Event description:
It was reported that during an arthroscopic rotator cuff repair (left shoulder) the surgeon had passed 4 suture strands through the peek eyelets and the eyelet of two devices broke (split). One of the anchors was left over the eyelet in the bone and the other one was removed leaving only the eyelet in the bone. No further pt info is available and no add'l adverse consequences were reported from this event. This device is used for treatment.

Manufacturer narrative:
The customer returned only one of the drivers for eval, the eyelet of the devices remain in the pt. The driver returned met specifications. A review of the device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. The cause of the complainant's event could not be determined without eval of the actual eyelets.